Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of the device not detecting air in line. The device was programmed on the primary line to deliver an unspecified solution at an unspecified rate. The secondary line was programmed to deliver an unspecified volume of blood at an unspecified rate. After an unspecified length of time, the nurse returned to the patient's room and observed that there was air in the patient line of the tubing set. No audible alarm was noted. The nurse disconnected the tubing from the patient. The device was removed from clinical service, and therapy resumed using a replacement pump with a new tubing set. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.